Event description:
It was reported that a high drain 105 alarm occurred during drain 5 on the homechoice (hc). This alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume, and meets increased intra-peritoneal volume (iipv) criteria. The patient was connected at the time of the alarm. The home patient (hp) was reported to be on tidal therapy; the fill volume was 1600ml, the tidal percentage was 90, and the target ultra-filtration (uf) was 10ml. The cycle 5 uf was reported to be 1797ml. The technical service representative (tsr) explained the alarm to the caregiver (cg) and assisted the cg in clearing the alarm. The cg stated that they would make changes to the therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned, a complete device analysis could not be completed. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history records revealed no issues that could have caused or contributed to the reported problem. The cause of the iipv event could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.